Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during our visual inspection. No button error alarm during our testing noted. No numbers scrolling during our testing noted. Unable to perform all functional testing including displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; all of his buttons were sticking and causing the insulin pump to cycle through the numbers. The patient's blood glucose at the time of incident was 450 mg/dl, which he treated with an insulin pump bolus. The customer will switch to manual insulin injections after the bolus completes. Troubleshooting was initiated for the keypad anomaly. The customer stated that he got sprayed with the sprinkler but the insulin pump was not submerged in water. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.